Event description:
It was reported that a 6f angio-seal vascular closure device vip was selected for use. The patient experienced claudication and was admitted to the emergency room (ER). A successful angioplasty was performed. The patient has recovered.

Manufacturer narrative:
No product was returned for evaluation and review of the device history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, would drainage or any other unusual symptoms.